Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a regular follow-up appointment, this left ventricular (lv) lead was found to be exhibiting high, out-of-range pacing impedance measurements (>2000 ohms). Provocative maneuvers were performed which did not elicit any changes in impedance or noisy signals. The physician elected to reprogram the device pacing vector and continue with normal monitoring. The system remains implanted and no adverse patient consequences were reported.